Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: recurring ail bubble alarm. Detailed inquiry description: room 6223 - pump sn #(B)(6) - pump set 363430 - lot # 61901591 - recurring ail bubble alarm interrupting infusion every few minutes. Went in to inspect the line. Noticed there were no bubbles visible in the pump tubing segment. Looked at the IV spike, this was baxter IV bag # 2b2324. Noticed that it was only partially pushed into the 3rd space of the IV port. Had the nurse push up the IV spike till the full tip was in the 3rd space of the port. Then we began to prime the fluid and tap the distal end of the tubing during the prime. Quite a bit of bubbles began to flow out downstream of the pump. This was surprising as when visually inspected, there seemed to be no bubbles present in line. For the amount of bubbles that came out, there must have been hundreds of microscopic bubbles present in the pump segment that were not visible with the naked eye. Once priming was complete with no more bubbles coming out with tapping, we continued the infusion with no further alarm issues. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Five retains from the reported lot number were tested per specification and passed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted